Event description:
It was reported that the ventilator alarmed for a "device failure" and stopped oscillating patient. No harm to the patient was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file of the affected device was made available for investigation at the manufacturer¿s site. Based on the log file analysis it could be confirmed that the safety software detected a significant difference greater 5 mbar between expiratory and inspiratory pressure on the 15th of september 2022 at 6:23 p.m.. Consequently, the alarm message "device failure" was posted by the cockpit infinity c500 and the ventilation unit performed a pressure release. Furthermore, the device posted ventilation-related alarms, like "mv low" and "airway pressure low" as a result of the interrupted ventilation. At 6:25 p.m. On the 15th of september 2022 the standby mode was activated by the user. There was no technical malfunction of the device found as root cause of the event. It was concluded that the event was caused by an application issue such as an obstruction in breathing circuit. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified to a significant difference in expiratory and inspiratory pressure with an accompanying alarm message and a pressure release of the pneumatic system. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator alarmed for a "device failure" and stopped oscillating patient. No harm to the patient was reported.